Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event. It was previously reported that the patient was scheduled to undergo bilateral explantation on (B)(6) 2021. New information states that the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 400cc saline breast prostheses on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11-apr-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. - the suspect medical device is a mentor smooth round moderate plus profile 400cc saline breast prosthesis, catalog #3502400, lot #7302918, serial #(B)(4) UDI #(B)(4) PMA #p990075. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. - the implantation date was initially reported to be (B)(6) 2016. New information states that the implantation date is (B)(6) 2016. - the patient will undergo bilateral explantation on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event. It was previously reported that the patient was scheduled to undergo bilateral explantation on (B)(6) 2020. New information received states that the patient is now scheduled to undergo bilateral explantation on (B)(6) 2021. D6b explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 26-mar-2021, mentor received additional information about the event. The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female woman underwent a primary breast augmentation procedure with unspecified mentor smooth saline breast prostheses that bilaterally deflated after implantation. The patient noticed a decrease in size of her breasts. The patient had two mammogram exams performed, and results from both were normal. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the patient¿s left breast prosthesis.